Event description:
It was reported by provider that when m41srb power chair is in forward command and turns left the chair goes into reverse. Al in tech states the motor was manufactured incorrectly, out of box failure.